Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced a skin reaction with itching, burning, rash, redness and pimples under entire patch area. The reaction was treated with a prescription of oral antibiotics (cotrim 960 mg 2 times a day; sulfamethoxazol 800 mg and tremathoprim 160 mg) and over the counter pills (cetirizine 10 mg 1 per day). No additional patient or event information is available.